Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k122734. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client has reported that a needle broke while suturing an aponeurosis. Additional information has been requested.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. A used suture thread was received with the needle fractured at the attachment area. The sample was forwarded to the needle analysis laboratory for evaluation; however, it was subsequently lost during transit by the shipping provider. Although no deep analysis could be done, the needle received was fractured in the attachment area. Please note that in the instructions for use of the product in precautions it is stated: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Furthermore, needle bending strength of needles tested of the raw material batch used in this product during production were 20.88 n x cm in minimum and fulfills the needle specifications for bending strength of 18.0 nxcm in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because samples were lost in the shipment, nevertheless the most probable root cause is a wrong positioning of the needle holder/surgical instrument when grasping the needle. Final conclusion: despite receiving a sample, the most probable root cause of the defect is that it was caused by wrong handling of the suture by the user. Nevertheless, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.